Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient visited the emergency room as she experienced high blood glucose level reported to be 546 mg/dl at the time of arrival. The patient received insulin injections, fluids via intravenous route and spent 12 hours in the emergency room. The patient's blood glucose level was at 441 mg/dl and was still not feeling well when she was admitted to the intensive care unit for diabetic ketoacidosis. She had ketone levels which the health care professional assessed as dangerous/life threatening. The cannula was kinked when inspected upon removal and the patient also had cold which she believed to have contributed to high blood glucose level. She received fluids via intravenous route and insulin as corrective treatment, which resolved the issue. The infusion set had been in use for approximately 24 hours and there was no permanent damage to the patient. She was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.